Event description:
Health care professional reported that approximately 12 hours post-implant, the pt suffered a myocardial infarction. During re-op, the surgeon noted valve obstruction due to a blood clot. He removed the clot and observed normal valve function. The valve was electively replaced and will be returned for eval. The pt expired post operatively. The surgeon reported that the clot likely resulted from the miocardial infarction and did not feel there was anything wrong with the valve. The valve was returned for analysis.